Event description:
Additional information reported that there was an additional episode of oversensed noise on the atrial lead noted on(B)(6) 2021. The patient was asymptomatic and in stable condition. The patient would continue to be monitored.

Event description:
Additional information - there was an additional episode of noise oversensed on the atrial lead. The patient was asymptomatic and in stable condition. The patient would continue to be monitored.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was noise noted on the right atrial lead in short bursts. The noise was not oversensed nor did it cause any changes in the pacing function. There were no patient consequences, and there were no programming changes made to address the oversensing.